Event description:
It was reported that during implant, the lead perforated the coronary sinus. The lead was not implanted. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).